Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The patient's catheter fell out because the balloon deflated. The seal of the balloon was tested prior to insertion. Another device was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The patient's catheter fell out because the balloon deflated. The seal of the balloon was tested prior to insertion. Another device was used. There was no patient injury.